Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02663, 0001822565-2019-02664, 0001822565-2019-02662. The product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient reports experiencing pain, swelling, and tenderness in the left knee approximately one year post knee arthroplasty. Fluid has been drained from the knee three times. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: date of this report; description of event or problem; date received by manufacturer; type of report; type of reportable event; type of follow up; device evaluated by MFR; adverse event problem. Reported event was unable to be confirmed due to limited information received from the customer. Was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No updated event information was reported.

Event description:
Patient reports experiencing pain, swelling, and tenderness in the left knee approximately one year post knee arthroplasty. Fluid has been drained from the knee three times. Patient reported an additional knee aspiration and continued pain and discomfort with their knee, especially when descending stairs, sitting, and standing.

Manufacturer narrative:
Concomitant medical products: nonporous stemmed tibial baseplate size 4 left catalog 630700240 lot 63882742, articular surface congruent "size 3 4 catalog 00542401313 lot 63988427, all poly patella size 2 8 mm thickness catalog 00542000802 lot 63995320. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.